Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had received a compromised force sensor system alarm on the insulin pump. The customer¿s blood glucose level during the incident was between 140 mg/dl to 150 mg/dl. They had reverted to their back-up plan when the alarm occurred. Their current blood glucose level was 354 mg/dl. The device was not bumped or dropped prior to the alarm. The drive support cap appeared to be normal. The device will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to moisture damage inside the force sensor resistor. Moisture damage was found on the motor also. The insulin pump passed the stop current test, run current test and displacement test. Unable to perform the self test, unexpected restart error test, off no power test, prime test, occlusion test and no delivery test due to prime alarm. The insulin pump had a cracked case at display window corners, reservoir tube lip, minor scratched and cracked display window.